Event description:
Complaint description: perforation occurred as a physician was attempting to insert a colonoscope into the sigmoid colon during a diagnostic colonoscopy procedure. Surgery was required for repair of the perforation. Pt is doing well and has been released from the hosp.